Event description:
Procedure type: unk. According to the reporter: the customer reports that the instrument was loaded placed across the rectum, fired and cut tissue. The stapler was opened, the staple line was inspected and found that half of the line had "b" staples while the other half had "teepee" staple formation. Another device was placed on the rectal stump to complete, there was sufficient tissue to apply to, bowel was transacted and visually inspected. The staple line was ok. The pt is fine.

Manufacturer narrative:
(B) (4). (B) (4).